Event description:
Customer reported that paramedics recently had to be called in response to a low blood glucose level. Customer stated that she was treated but not transported to the hospital. Customer reported that the insulin pump returned a no delivery alarm. Troubleshooting could not be performed as this was a past event. Blood glucose level was 100 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.